Manufacturer narrative:
(B)(4). Insulin pump received with detached end cap. Unable to perform functional testing including the displacement due to detached end cap. Pump received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was dropped. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.